Manufacturer narrative:
PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#. Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that multiple defects i.e., missing label, tube or cap defects were found on k2 edta (k2e) 3.6 mg plastic collection tubes prior to use. There was no report of exposure, serious injury or medical intervention.